Event description:
A covidien visipro balloon expandable stent dislodged in a sheath. No harm to patient. Stent removed, another device obtained, and procedure continued.======================manufacturer response for implantable device, viso-pro (per site reporter).======================covidien would like to evaluate the product.